Event description:
On an unknown date, a patient developed an infection at the surgical site. The surgery had been performed two weeks prior for a rib fracture and chest wall stabilization. No additional information is available. This report is for an unknown rib fracture and chest wall stabilization product. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.